Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Abbott reported the following: it was reported that the procedure was performed to treat a lesion in the superficial femoral artery. The tip of a 018 ht connect guide wire separated and remained in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. The tip of a 018 ht connect guide wire separated and remained in the patient anatomy. No additional information was provided.